Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 85-120mg/dl fasting. Verified test strips expiration date is 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 236mg/dl and 166mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: (B)(6) 2016 , 295mg/dl. Customer is calling with a concern with results of a back to back blood test with true result meter. Caller tested this morning and got a 295mg/dl fasting and tested on different hand and received a 101mg/dl.